Event description:
Seven patient samples with discrepant ise results. Repeat testing performed using different method. Patient 1, initial sodium result 143 mmol/l, repeat 134 mmol/l. Patient 2, initial sodium result 143 mmol/l, potassium result 5.1 mmol/l. Same sample repeated gave result of 131 mmol/l for sodium and 3.0 mmol/l for potassium. Patient 3, initial potassium result 5.2 mmol/l, repeat 4.0 mmol/l. Patient 4, initial potassium result 5.3 mmol/l, repeat 4.6 mmol/l. Patient 5, initial potassium result 5.3 mmol/l, repeat 3.4 mmol/l. Patient 6, initial potassium result 5.3 mmol/l, repeat 3.7 mmol/l. Patient 7, initial potassium result 5.2 mmol/l, repeat 4.0 mmol/l. Initial results were reported, patients not adversely affected. The field service representative was unable to determine a cause for the discrepancies.